Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artey. A 6.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.